Event description:
The customer reported that no 12 lead ECG signal was captured for the patient. Prevention of defibrillator generated 12 lead analysis could cause a delay in patient treatment. It was confirmed that there was no patient incident/injury.

Manufacturer narrative:
(B)(4): the customer reported that no 12 lead ECG signal was captured for the patient. Prevention of defibrillator generated 12 lead analysis could cause a delay in patient treatment. It was confirmed that there was no patient incident/injury. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.